Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were unable to be reproduced during evaluation. Air in line alarms were verified through a review of the event history log and found to be caused by a continuity across the ultrasonic tail pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line errors. There was no patient involvement associated with this event. No additional information is available.